Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as system error 345 messages but not reproduced during evaluation. Evaluation found the upstream thermistor was within specification but higher than the downstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.